Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. Due to device contamination, only a visual evaluation was performed. Photographic evidence provided for device ar-1588rtt2, batch number 15362389, showed that the white sutures were frayed and torn. Based on the available information¿which may include the returned device (if applicable), photographs, videos, event descriptions, and any additional field data¿arthrex determined the most probable cause of the reported issue. The most likely root cause is attributed to user error, specifically the application of excessive force during suture passing, tightening, or tensioning.

Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery the device tore during toggling. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device (ar-1588btb-2j). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.